Manufacturer narrative:
Rti germany conducted a batch documentation review for fortiva® xenografts manufactured from lot mp163401. No departures from standard operating procedures were noted during the records re-review for the lot. Manufacturing records review indicated that serial ID (B)(6) (right implant) was manufactured to specification and met all acceptance/inspection criteria prior to distribution. Rti germany has manufactured and distributed 17 fortiva® 1mm grafts from lot mp163401 without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. A grade 1 capsule essentially means that there is no evidence of a capsule. So essentially this is a normal implant with no evidence of capsular contracture. This should not be recorded as an adverse complication. A capsular contracture would usually be counted as a complication if it is grade 3 or 4. Encapsulation is listed in the currently valid IFU. Based on rti germany's investigation results, it is more plausible that the grade 1 capsule is associated with a source of event extrinsic to the fortiva® implant.

Event description:
Additional information was provided to rti germany which indicated the following: the patient is a 34-year-old female who underwent a bilateral breast reconstruction post mastectomy on (B)(6) 2019. Three lymph nodes were removed on the left side. Two fortiva® dermal grafts were implanted and two 585cc silicone implants were placed. Two drains remained indwelling and were removed on (B)(6) 2019. On (B)(6) 2022, the patient returned for follow-up at the end of the study. Upon physical examination, a grade 1 capsule was noted to be present in the right breast. No issues were found with the left breast. No evidence of other abnormalities was observed.

Event description:
Rti surgical, inc (rti) and tutogen medical gmbh (tmi), a wholly subsidiary of rti, received a complaint on 02/27/2023. An adverse event was reported associated with the fortiva® appear study indicating that a patient was implanted with a fortiva graft on an unknown date, and was noted to have a grade 1 capsule upon examination on (B)(6) 2022. No other abnormalities were noted. No treatment was provided. Additional information has been requested.

Manufacturer narrative:
A comprehensive records re-review is being conducted. Once the results are available, a follow up report will be submitted.